Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using two boxes of reach johnson and johnson floss, mint waxed, for dental cleaning, (route: dental, lot number 08925d, frequency and expiration date unspecified). After an unspecified duration, the metal cutting strips on both boxes of the floss broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the lot number was updated from 08925d to 0892d. A review of the data associated with this complaint revealed no adverse trends and no trend involving lot number 0892d. Review of the history of changes, retain sample evaluation and device history records did not indicate reach mint dental waxed floss 100 yards failed to meet specifications. Field sample was evaluated and presented the insert broken where it holds the cutter. The complaints evaluated were closed with a disposition of confirmed. Based on the information available, this device was used as intended for treatment. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using two boxes of reach johnson and johnson floss, mint waxed, for dental cleaning, (route: dental, lot number 08925d, frequency and expiration date unspecified). After an unspecified duration, the metal cutting strips on both boxes of the floss broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.